Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer deleted a redundant value in the pump time settings feature. The customer believed that this action elevated the blood glucose (bg) level. Tandem customer technical support (cts) indicated that by deleting the record, the continuous basal insulin delivery would not be suspended. The customer declined cts's offer to troubleshoot for the high bg level.